Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s son stated that everything was explanted as the lead was exposed in the back. It was indicated that it was unknown if the devices would be returned. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was soreness at the battery site and incision site with no known environmental factors. The lead was reported to be exposed. The impedances were checked and everything looked food. The health care provider (hcp) would remove the implant on (B)(6) 2019. No further complications were reported.